Manufacturer narrative:
H.6. Investigation: a mp9081c-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20056971. The connecting product in use at the time of the customer's experience was not returned to assist the investigation, however the customer confirmed it to be a 5ml syringe of unknown manufacturer. A review of the production records for lot 20056971 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the 8" (20cm) kink resistant ext set w/bnd m was blocked/occluded while priming it. The following information was provided by the initial reporter: "product is not allowing for priming with saline, line appears blocked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 8" (20cm) kink resistant ext set w/bnd m was blocked/occluded while priming it. The following information was provided by the initial reporter: "product is not allowing for priming with saline, line appears blocked."